Event description:
During follow up with the home therapies manager for a related issue, it was reported the patient found "wetness" inside the cycler when she removed the cassette after her treatment. The patient was given prophylactic antibiotics. Her effluent has remained clear and she is continuing on peritoneal dialysis with the cycler. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.